Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, product type: recharger. Analysis of the desktop charger ((B)(4)) revealed that there was broken connector pin on desktop charger.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for parkinson dual. It was reported that the patient was having difficulty charging the implantable neurostimulator (ins). When trying to start an ins charging session, they saw the¿ charge your recharger battery screen¿. The caller was instructed to plug the insr (implantable neurostimulator recharger) into ac power source and insr was charging on the day of this call. They were seeing the insr charging screen however, the insr battery level was less than quarter full. They also reported the patient had the insr plugged into the power source overnight till this morning but the insr battery did not appear to be charging up. The patient was shaking a little bit more since he was not being able to charge his ins battery. It was later reported that there was a possible bad connector. The recharger was still not charging past half. The patient was anxious and when he got nervous, he would shake. Patient was nervous because it was not charging correctly. Date of event is estimated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.